Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed on the returned device. The deployment issue and stent elongation were not confirmed as the stent was returned fully deployed. Additionally, a tip detachment was noted during the returned analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. An unspecified supera stent was deployed without issue at the lesion. Then a second 6.5x100mm supera stent was planned for implant. The physician pushed the thumbwheel fully forward and had assumed that the supera stent had deployed fully at the lesion. However, the stent only partially deployed, still part of it inside the catheter. The physician then pulled the catheter for removal when resistance was noted with the introducer sheath. The physician then realized the supera stent had only been partially deployed. The sheath with the stent was removed altogether as a single unit. Once outside of the anatomy, it was noted that the supera stent had stretched. A new sheath and non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.